Manufacturer narrative:
Pt's gender: unk. The facility called in to technical services and a new footpedal was ordered. A sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "system message displayed" (device displays error message). A biomedical engineering technologist reported receiving a system message. The unit was switched out and the case was completed. Additional information was received: a nurse reported the event occurred while using the cautery portion of the system. Another cautery unit was used to complete the cauterization. To complete the following cases, which were cataract extractions, a second system was used. The nurse stated this is second time in the last 8 months that they have had an issue with this system. There was no patient impact reported.